Manufacturer narrative:
Note: the on-line FDA 3500a form will not accept na for expiration date, implant date and explant date - fields were not populated. Device manufacture date would not accept unk -field not populated. Determination of root cause: assessment: a review for 3 months prior to the reported date showed no previous events for computer hardware problems for this system. The shutter footswitch and wfb board were replaced. Verification was completed and confirmed, system was performing according to specifications. Replaced parts were returned for evaluation. Conclusion: part analysis indicated the wfp unit condition was due to handling error by the service engineer and the shutter glasflag error was confirmed on testing. No further corrective and preventive action warranted at this time. (B) (4)

Event description:
Adverse event: aborted procedure, induced dry eye, flap striae. Malfunction: shutter failure (error message). A nurse reported they received an error message for shutter failure and the laser stopped firing at 10% during surgery on patient's right eye (od). The patient was brought back the next day and the procedure was successfully completed ou. Three days post-op, the patient indicated a sandy sensation and dry eye od. Uncorrected visual acuity ou was 20/25. The surgeon was contacted and declined to provide any further information concerning this event. The shutter footswitch and wfb board were replaced. Verification was completed and confirmed system was performing according to specifications.